Event description:
Celect filter placed in 2009 (estimated by pt) found to have fractured with one arm in right pulmonary artery, also deep penetrated with duodenal interaction initially thought to be duodenal mass on endoscopy, spinal interaction and psoas interaction. Removed with forceps and removed fragment form lung in same procedure. FDA safety report ID # (B)(4).